Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported ¿painful removal procedures as well as treatment. Therapy. Recovery. And expense with the removal of the biocell textured breast implants due to fear of alcl. To reduce risk of alcl. And due to symptoms consistent with alcl and fear of alcl including: mental anguish. Increased risk of alcl. Evaluation for alcl¿, ¿seromas¿, ¿physical pain¿, ¿scarring and disfigurement¿, ¿asymmetry¿, ¿right breast swelling¿, ¿heat sensations¿, ¿capsular contracture¿, ¿chronic insomnia¿, ¿rashes and itching¿, ¿irritation and discomfort for particular sleeping positions¿, ¿inferiority complex¿, ¿negative impact on communication with friends and family¿, ¿significant weight loss or gain¿, ¿ulcer¿, ¿irritable bowel/crohn¿s disease, and aggravation of diverticulitis¿, and ¿suffered aggravation of underlying conditions including emotional distress, and anxiety, as well as loss of quality of life, and depression and panic disorder¿.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, brown particles and weight to the spec. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process. The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side seroma and capsular contracture, baker grade unknown and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.